Event description:
Same case as MFR report # 3005099803-2008-04019. It was reported that during an ercp procedure the basket tip detached. The target area was the common bile duct. A trapezoid rx lithotripter compatible basket had been selected and advanced into the pt. At an unspecified time during the procedure, the basket would not come out of the sheath. It was noticed that the tip appeared "a little bent". Another of the same device was selected for use in the procedure. While preparing the second trapezoid rx lithotripter compatible basket the top of the basket "popped off". The physician decided to abort the procedure. There were no pt complications reported with the pt's current condition listed as "fine."

Manufacturer narrative:
Device analysis: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.